Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Difficulty was experienced extending and retracting the helix mechanism. It was also reported that acceptable sensing measurements could not be obtained. An atrial lead was not implanted and the device was programmed to vvi. No adverse patient effects were reported.